Event description:
Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported being ¿low¿ (no specific bg meter or cgm values provided) and lost consciousness. The patient does not recall if he received a cgm low alert or not on his mobile app. Emergency medical services (ems) was contacted and treated the patient with ¿something sugary¿ to stabilize him. The patient recovered at home and was not transported to the hospital. The patient was in good condition at the time of report. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.